Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l3-l4, l4-l5 degenerative disc disease, diskogenic back pain, right lower extremity pain, numbness and tingling and underwent the following procedures: 1) laminectomy l3-4 and l4-5 including partial facetectomies for decompression of the central canal and foraminal stenosis. Please note this was medically necessary and not simply done for exposure of the disc space. 2) arthrodesis, interbody technique, l3-l4, l4-l5. 3) application of prosthetic device (cage) at l3-4 and l4-l5. 4) posterior spinal fusion l3-l5. 5) instrumentation, posterior, segmental, l3-l5. 6) use of bmp. 7) use of local autograft. 8) use of allograft. 9) spinal cord monitoring. As per op-notes,¿ the endplates were denuded of the cartilage. I used the straight curets to remove cartilage. I was able to reach further across the disc space towards the left side.the disc space was irrigated. The entire wound was also irrigated. Next, bone graft was placed into the disc space followed by bmp sponge. Next, an appropriate sized cage was applied. It was in good position. Distraction was also used prior to placement of the cage. Next, distraction was removed. Next, the same procedure was performed at l4-l5. Again the decompression was medically necessary secondary to stenosis in the canal and the foramen. Again the exiting and traversing nerve roots were identified. The dura and nerve root were retracted to expose the disc space. The diskectomy again was performed in the same manner as had been done at l3-l4. A size 14 cage was applied after bone graft and bmp was placed. Again the disc space was meticulously cleaned of cartilage and disc. Easily confirmed proper placement of the cages.¿ the patient tolerated the procedure well without any intraoperative complications.